Event description:
It was reported the image was blurry on the flex video scope there was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.